Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the left contact 0, there is an open circuit. There are no known factors that may have led to this issue. No interventions were taken. Open circuit was stable on repeat tests. No further actions were taken. Additional information was received on 2024-nov-25th, reporting that impedance was flagged for review. It was unknown if there was any impact to the patient and unknown if any actions were taken.